Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the patient's legal representative stated persistent urinary tract symptoms including hesitancy, frequency, urgency and straining; kidney issues such as atrophic left kidney and right hydronephrosis; abdominal pain and reoccurring stress incontinence.